Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed the complaint of oversensing noise and automatic mode switch on the atrial lead. No changes or intervention were performed. The patient was stable.

Event description:
New information noted that the patient presented in clinic on july 6, 2022. Device interrogation revealed continued oversensing lead noise that caused inappropriate mode switch. The noise was reproducible with upper body movements. The patient was asymptomatic and would be monitored.